Event description:
As reported, when preparing the device for a transcatheter aortic valve replacement, the inner core of a safe-t-j amplatz extra-stiff support wire guide protruded. The device did not make patient contact. Another device from the same product lot was used to complete the procedure. No adverse events to the patient were reported as a result of this occurrence.

Manufacturer narrative:
PMA/510(k) #- k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Event summary: as reported, when preparing the device for a transcatheter aortic valve replacement, the inner core of a safe-t-j amplatz extra-stiff support wire guide protruded. The device did not make patient contact. Another device from the same product lot was used to complete the procedure. No adverse events to the patient were reported as a result of this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One safe-t-j amplatz extra-stiff support wire guide (thscf-35-260-3-aes) was returned to cook for investigation in a prior to use condition. Approximately 1cm from the distal tip of the wire guide, and the wire was exposed. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿inspect the wire guide for kinks or damage prior to use.¿ based on the available information, cook has concluded that shipping/handling contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.